Manufacturer narrative:
Omit : other occupation, b17 - device not returned, c20 - no findings available. Correction : initial reporter occupation. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported the clinician started a secondary infusion of piperacillin-tazobactam. After the infusion was initiated the clinician noted that the secondary medication bag was infusing at a rapid rate and that the fluid level in the primary drip chamber was rising. She closed the roller clamp on the secondary and noted that the infusion was then dripping at a normal rate from the primary line. Clinician ensured there were no kinks in the system and that the patients central line was patent. She started the secondary medication again observed the secondary medication was infusing at a rapid rate and backing up into the primary drip chamber. A second clinician confirmed the same. The infusion was stopped and both the IV tubing and IV pump were changed out. There was patient involvement but no harm.

Event description:
It was reported the clinician started a secondary infusion of piperacillin-tazobactam. After the infusion was initiated the clinician noted that the secondary medication bag was infusing at a rapid rate and that the fluid level in the primary drip chamber was rising. She closed the roller clamp on the secondary and noted that the infusion was then dripping at a normal rate from the primary line. Clinician ensured there were no kinks in the system and that the patients central line was patent. She started the secondary medication again observed the secondary medication was infusing at a rapid rate and backing up into the primary drip chamber. A second clinician confirmed the same. The infusion was stopped and both the IV tubing and IV pump were changed out. There was patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.